Manufacturer narrative:
Zimvie complaint (B)(4). Multiple MDR reports are filed for this event. See 0001038806 -2023 - 00007.

Event description:
Per visual inspection, a fractured screw identified in the fractured implant.